Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Right heart failure existed pre-left ventricular assist device (lvad) to some degree. A device related issue was not considered to have caused or contributed to right heart failure. The patient had exhibited shortness of breath and occasional foamy emesis. At admission, the patient was on broad spectrum antibiotics and diuresis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that right heart failure was due to normal progression of the disease. The source of infection was methicillin-resistant staphylococcus aureus (mrsa) pneumonia (pna). Symptoms included cough and shortness of air (soa). The patient had a chronic ongoing cough for greater than 6 months and stated that their cough worsened in the last 24 hours. They also reported nausea, vomiting, and extreme fatigue. The event was treated with broad spectrum antibiotics. Patient status had deteriorated, and support was withdrawn.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 and started dobutamine on (B)(6) 2025. Withdrawal of care was secondary to right heart failure and failure to thrive. The patient passed away in the hospital on (B)(6) 2025. An autopsy was not performed. The left ventricular assist device functioned as intended. Per the site, the outcome was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.